Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 7.8mmol/l. The customer stated that the drive support cap is flush. The customer doesn't recall pressing the cap while connected. Customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. No scratched battery tube noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.